Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that a registered nurse (rn) disconnected an empty solution bag and the bag with a new supply bag. The swap of supplies occurred during an unspecified step of peritoneal dialysis therapy, while the patient was connected. A technical service representative reviewed proper procedures with the rn and assisted the rn with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Disconnection of an empty solution bag and reconnection of a new supply bag while the patient was connected was reported. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.